Manufacturer narrative:
Correction: d2 information from gis to gjs.

Manufacturer narrative:
This MDR is a retrospective filing that was identified during an internal assessment as part of CAPA (B)(4) related to unmonitored communications channels (e-mails, voicemails). Investigation results: it is indicated that the product is not returning for evaluation. A lot number of the test strip product was not provided and neither manufacturing record review nor testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired. Customers have been advised to work with their healthcare provider to transition to an alternate monitoring method, such as a plasma-based laboratory inr method or a point-of-care monitoring system from a different manufacturer.

Event description:
It was reported that a patient had an inratio inr result which was 0.4 below the hospital draw. No additional information provided.